Manufacturer narrative:
Date of event: month and year have been provided, day is unknown. Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use check, the customer noticed no connector came with the product set. No patient injury reported. No additional information is available for this complaint.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number has been provided, therefore, no review of manufacturing device history records could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No actions have been taken at this time.